Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to unbearable halos and glare. The lens was discarded. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (dib00 model and lower diopter, 19.0) was implanted as a replacement. The patient's post-operative outcome was not available. Through follow-up, it was learned that the replacement lens was successful with resolution of symptoms and satisfaction with vision. No additional information was provided.